Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that when this patient presented for a normal follow-up appointment, variable, out-of-range pacing impedance measurements were noted from a competitor's right atrial (ra) lead. Because all other measurements were stable and in-range, the physician elected to continue with remote monitoring. The system remains implanted and no adverse effects were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that when this patient presented for a normal follow-up appointment, variable, out-of-range pacing impedance measurements were noted from a competitor's right atrial (ra) lead. Because all other measurements were stable and in-range, the physician elected to continue with remote monitoring. The system remains implanted and no adverse effects were reported.